Event description:
It was reported that during use with the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, an unspecified number of tubes overfilled. There was no report of patient impact.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 22-mar-2024. H.6. Investigation summary: bd received 2 samples from the customer for investigation. The 2 returned samples and 18 retain samples from bd inventory were draw-tested with deionized water. All (B)(4) retain tubes drew within specification. However, 1 of the 2 returned tubes drew very little water. Overfill was not observed in any tubes. This complaint has been confirmed for underfill. This complaint has not been confirmed for overfill. Bd was unable to identify a root cause for indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter prefix: (B)(6) initial reporter phone #: (B)(6) h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, an unspecified number of tubes overfilled. There was no report of patient impact.